Event description:
It was reported by an attorney that the patient underwent a hernia repair on (B)(6) 2013 and mesh and covidien parietex were implanted due to ventral incisional hernia. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent exploratory laparotomy with excision of infected mesh due to infected mesh on (B)(6) 2013 and (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
*This report is being submitted retrospectively per FDA request to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.